Manufacturer narrative:
Based on the information provided by the contact and review of medical records we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It is unclear at this time, why five days post implant the mesh was found to be adhered to the small bowel. The medical records provided do not support the allegation that the mesh was found to have folded over during the revision procedure. Per the operative dictation, the mesh did not require any manipulation or repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in may, 2015. Adhesion formation is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
It was reported by the contact that due to a strangulated umbilical hernia the patient was septic and vomiting fecal matter. On (B)(6) 2016 the patient underwent repair using a bard ventralight st w/ echo ps mesh. The contact alleges the patient's symptoms (pain and vomiting) worsened following surgery. As stated the patient underwent an additional procedure and the mesh was found to have been folded over and was "reset" by the surgeon. The contact alleges that due to the mesh implant the patient is disabled and continues to experience pain and infection. The following is based on medical records provided by the contact. Note the medical records do not support the allegation that the mesh was found to have folded over during the revision procedure. On (B)(6) 2016 - the patient underwent laparoscopic repair of an incarcerated ventral hernia repair using a bard ventralight st w/ echo ps mesh. Per operative notes, the patient presented to the emergency department with significant abdominal pain. The patient had known of a ventral hernia for a few years and deferred evaluation. The patient has had no prior abdominal operation. As reported, the hernia could not be adequately reduced in the emergency department . A CT was performed and this revealed a ventral hernia with incarcerated omentum and possible bowel involvement. The patient was then taken to surgery for repair of the hernia. On (B)(6) 2016 - the patient underwent an additional CT scan as he had postoperative vomiting. CT scan showed an abnormal gas pattern with possible representation of a postop ileus or partial small bowel obstruction. The patient then underwent an abdominal x-ray in which the findings were: "stable ileus versus small bowel obstruction." On (B)(6) 2016 - the patient underwent a re-exploration procedure, with lysis of adhesions of retained omentum due to CT findings ((B)(6) 2016) of small bowel obstruction. Surgical findings note: "multiple loops of small bowel adherent to synthetic mesh" also noted: "mesh without separation from anterior abdominal wall." As reported in the operative dictation, the mesh did not require any manipulation or repair. On (B)(6) 2016 - the patient was discharged from hospital.